Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: h10. This follow-up report is being sent as a correction for missing information on "related report number" which was not included in the corresponding h10 field of the initial MDR.

Event description:
N/a.

Manufacturer narrative:
The cusa excel 36khz cem nosecone (c6636) was returned for evaluation: device history record (DHR) - the DHR of the reported fg lot number was reviewed, and no anomalies were reported during the packaging process. Failure analysis - the investigation showed that the returned device passed all cosmetic and functional testing and meets specification. Based on the reported failure of ¿tip did not move, bleeding¿ it is possible this issue is related to the handpiece. We recommend the removal and servicing of the handpiece. Root cause - the reported failure was not confirmed since the device passed all cosmetic and functional testing and meets specification. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 1 of 3 and for the cusa excel 36khz cem nosecone (c6636) used which is linked to mfg report numbers: 3006697299-2024-00067 3006697299-2024-00068. A facility reported that their surgical tech put the cusa clarity system together, and when the surgeon went to use it on the liver it malfunctioned. The cusa works by cavitation ultrasonic aspiration and the tip did not move so instead they poked into the liver and caused bleeding. It was quickly fixed using other techniques. A new set of disposables and a new instrument were then assembled and worked appropriately. No additional information has been made available. Customer indicated the following: "reported to FDA on 4/16/24. FDA report number: (B)(4).